Event description:
It was reported that, during a lithotripsy procedure, the fiber was used for 25 minutes, and the patient experienced perforation. There was an initial follow up visit on (B)(6)2025, and no subsequent follow up visits. It was determined that this adverse event was not related to the device. However, an assessment of whether it was related to the procedure was not provided. There was no further patient complications provided.

Manufacturer narrative:
Exact age at time of event is not available. Reported patient age: 41-50 years old.